Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the therapy capacitor was faulty and needed replacement. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device gave a therapy unavailable message. There was no patient involvement.